Event description:
Cartiva implant of left great toe (B)(6) 2018. Implant receded into bone and had several cortisone shots to help relieve pain over several months ((B)(6) 2018, (B)(6) 2018, (B)(6) 2018). CT scan (B)(6) 2018 revealed bone on bone once again. I was in constant pain and was referred to another doctor for removal and additional surgery. Removal, bone graft from left knee and interpositional arthroplasty performed (B)(6) 2019. FDA safety report ID# (B)(4).